Event description:
The care giver (cg) stated that the home patient (hp) was getting alarms, so the cg tried to start over with new supplies, but she accidentally cut open one of the solution bags. She panicked and also cut the tubing from the cassette when she couldn't open the cassette door. The cg disconnected the hp from the machine and used manual supplies to finish therapy. The technical service representative (tsr) had the cg cycle the power and end therapy on machine. The tsr assisted the cg to end therapy and remove the cassette from the machine. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.